Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was almost 500 mg/dl. Customer treated their high blood glucose via insulin pump. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus delivery. Customer advised the no delivery alarm was resolved with a complete set change. Customer declined to return the infusion set and reservoir for analysis. Customer's mother advised the patient received the no delivery alarm 4-5 times.